Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient was unable to move their legs temporarily following the implant procedure. The physician decided to remove the device and found an epidural hematoma, which was removed as well. There have been no reports of further complications regarding this event.